Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection of the blower revealed contamination. The device was disassembled and reassembled to address the reported complaint. Resmed reference#: (B)(4).